Event description:
It was reported that there was a seizure after stage two implantable neurostimulator (ins) surgery. Etiology was not related to the device or therapy and possibly related to implant procedure. Signs and symptoms included a seizure which lasted around one minute with tonic clonic movement and respiratory distress. The healthcare professional (hcp) observed the patient had generalized tonic clonic (gtc) and was gray in color. The severity was severe. It was noted that it resulted in in-patient hospitalization for seizure management. Diagnostic methods included lab work. The results were: elevated mean corpuscular hemoglobin (mch), ¿lympre¿, ¿lympab¿, ¿nrbc¿, and ¿glu.¿ the patient also had an electroencephalography (eeg). The result was an abnormal eeg because of continuous generalized slow activity and slow ¿pdr.¿ two CT scans were conducted with the same result: pneumocephalus over the right cerebral hemisphere. The next day the lab results were elevated ¿glubed¿, hemoglobin (hgb), ¿pcv¿, ¿p¿it-CT¿, red blood cells (rbc), mch, ¿ntauto¿, ¿neutre¿, ¿lympre¿, ¿eosire¿, ¿neutab¿, ¿eosiab¿, ¿cl¿, and ¿gluc.¿ the following day the lab results were elevated hgb, ¿pcv¿,¿ plt-CT¿, rbc, mch, ¿neutre¿, ¿ lympre¿, ¿lympab¿, and ¿gluc.¿ the next day the lab results were elevated hgb, ¿pcv, ¿plt-CT¿, rbc, mch, ¿neutre¿, ¿lympre¿, ¿lympad¿, and ¿gluc.¿ the next day the results were elevated hgb, ¿pcv¿, ¿plt-CT¿, rbc, mch, ¿lympre¿, ¿monore¿, and ¿lympab.¿ the following day the results were elevated hgb, ¿pcv¿, rbc, ¿lympre¿, ¿monore¿, ¿lympab¿, and ¿gluc.¿ the next day the results were elevated hgb, ¿pcv¿, rbc, ¿lympre¿, ¿monore¿, and ¿lympab.¿ the outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va090aq, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).